Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just an adverse event as previously reported due to the report of unformed staples falling into the patient and causing/contributing to the reported bleeding. Corrected information can be found the following fields: b1, and annex e b1 updated from "adverse event" to "adverse event and product problem" annex e updated to include e2401 due to it being unknown if unformed staples were retained within the patient.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. Isi has requested the sureform 60 stapler instrument for failure analysis investigation but at this time the instrument has not been returned. The black stapler reloads were discarded and not available to be returned to isi for analysis. If additional information is received, a follow-up MDR will be submitted. A site history complaint review was conducted and found no additional complaints related this product. No image or video clip for the reported event was submitted for review. System error log review was conducted for a procedure on (B)(6) 2021 on system sk1305. There were no observed related events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. A single-use sureform 60 stapler instrument pn: 480460-09 // ln: l92201019-0322 // sn: (B)(4) was recorded in use during this procedure; as was a black sureform 60 reload pn: 48360t. While all reusable instruments used in the case have not been used in subsequent procedures at this time, a site history search shows no complaints filed against those instruments. An isi advanced failure analyst (afa) engineer conducted a stapler log review and results were as follows: sureform 60 stapler instrument pn 480460-09 // ln: l92201019-0322 fired one black reload in the procedure. The firing was completed without any pauses for compression. There were no incomplete clamps performed by this instrument. The last two fires of the case were with black sureform 45 reloads with a sureform 45 stapler instrument and those firings were also completed with no pauses and no incomplete clamps. An isi clinical development engineer (cde) clinical review was conducted and found the following: loose staples are highly unlikely to migrate into tissue spontaneously. There is not enough information in the record at this time to state what may or may not have pushed an unformed staple into a vessel. This event is not considered a reportable malfunction as the alleged product issue did not cause or contribute to a death or serious injury. There is no indication that an isi system malfunction occurred rendering the da vinci system unavailable or not in an operable or an acceptable state after start of the surgical procedure, and there is no other malfunction to consider. Additionally, it was reported that the patient¿s lung tissue was diseased, scarred, thick, and fibrosed. Although the surgeon alleged that the bleeding event was due to an unformed staple puncturing the pulmonary artery (pa) vessel, the root cause of the intra-operative complication resulting in procedure conversion and medical intervention to repair the vessel is unknown.

Event description:
It was initially reported that during a da vinci-assisted surgical procedure, a stapler instrument would not complete a staple line and there were visible unformed staples on the distal end of the fire which, ¿floated around in a u-shape¿ form and allegedly punctured the pulmonary artery. This resulted in uncontrolled bleeding for which the procedure converted to open surgery. The staples fell inside of the patient and it was unknown if all pieces were retrieved during the procedure. The patient was in recovery and stable. On 05-mar-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: during a da vinci-assisted pulmonary lobectomy procedure, a sureform 60 stapler instrument fired on lung parenchyma tissue with a black reload on the ¿last two fires of the case¿ but the staple line was incomplete at the distal end of the fire and there were visible u-shaped unformed staples. The patient¿s lung tissue was described as, ¿diseased lung tissue, scarred, thick, and fibrosed¿. There was no report of clamping or unclamping issues or a reload being stuck on tissue. It was reported that, ¿clamping never paused for additional compression and no errors presented¿. The unformed, u-shaped, staples were reported as falling inside the patient and it was unknown if all unformed staples were retrieved during the procedure. One of the unformed staples allegedly ¿floated around in a u-shape¿ and allegedly punctured the pulmonary artery (pa). According to the surgeon, there were ¿two snake bite-looking poke holes¿, at an unspecified area of the pa, that the surgeon believes came from an unformed staple, causing the reported event. The alleged puncture holes resulted in bleeding of "a couple hundred ccs of blood loss" with no transfusion required. The procedure converted to open surgery to control the bleeding by unknown means. The open surgery completed without incident. The patient was described as recovering and doing well.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D14: intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument (pn: 480460-09// ln: l92201019 0322) involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was not confirmed nor replicated. The instrument was placed and driven on an in-house system and passed the initialization tests. The instrument moved intuitively with full range of motion in all directions. The grips opened, clamped, and fired successfully. Review of the logs found no errors related to the instrument. In addition, two reloads that were not used in the procedure but had the same base lot number were returned and analyzed. D10: intuitive surgical, inc. (Isi) received the sureform 60 reload (pn: 48360t-08 // ln: l90190902) and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was not confirmed nor replicated. The reload was returned sealed in its original packaging. The seal was opened and fired with the stapler 60 which was returned and the reload fired successfully with no issues. D10: intuitive surgical, inc. (Isi) received the sureform 60 reload (pn: 48360t-08 // ln: l90190902) and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was not confirmed nor replicated. The reload was returned sealed in its original packaging. The seal was opened and fired with the stapler 60 which was returned and the reload fired successfully with no issues.